Event description:
Implant date: 12/06/1991. Post operative x-rays revealed pseudoarthrosis but all hardware placed posteriorly was in place. Anterior lumbar fusion (revision) surgery was performed on 01/05/1993 to repair fusion. Hardware has not been reported to be explanted.